Event description:
It was reported that the central lumen of the iab fractured at the beginning of the procedure. It was removed and replaced without any complications.

Event description:
It was reported that the central lumen of the iab fractured at the beginning of the procedure. It was removed and replaced without any complications.